Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-jul-07 reported the results of the x-rays was that the device was in the normal position. No further troubleshooting was performed related to the inability to locate the refill septum. The patient's weight was (B)(6) pounds. Actions/interventions of the inability to locate the refill septum included the hcp kept trying. The cause of the inability to locate the refill septum was not determined, and was thought that the hcp may have been having a bad day. It was noted that the inability to locate the refill septum was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving lioresal (concentration 2000 mcg/ml, dose ~950 something mcg/day) via an implantable pump for intractable spasticity. The healthcare professional was unable to locate the septum at a pump refill on this report date; he was unable to feel the raised ring area of the reservoir fill port and the refill needle was hitting the metal, he was utilizing the refill template. He had been doing these refills for quite some time and had never encountered this type of situation where the pump was actually flipped. An ap x-ray was done and the health care professional was inquiring on how to determine if the pump was flipped, he also stated that he may do a lateral x-ray to determine if the pump was flipped, troubleshooting and pertinent information regarding the inquiry was reviewed. There were no medical symptoms reported. No further complications were anticipated/reported.